Event description:
The customer contacted saalt after having visited the urgent care to have her cup removed. After additional contact, the customer noted that this was her first cycle and she had used the small cup with success several times. On this particular occasion the customer inserted the regular size cup prior to going to bed. In the morning she tried many different methods to remove the device, including inserting a spoon to attempt to remove the cup. She waited a couple of hours before trying again. When she wasn't able to remove the device at that time she decided to go to urgent care where the doctor was able to get it out. The customer stated that the doctor noted that her cervix is quite high, which made the cup difficult to reach.